Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, low oxygen saturation occurred, and did not resolve. The case was then aborted, and the patient was under general anesthesia. The patient's hospitalization was extended. It was later reported that the patient was still hospitalized and was put on oxygen. Patient status was noted to be improved. No further patient complications have been reported as a result of this event.